Event description:
Boston scientific received information that this pacemaker had reached end of life (eol) recently. The device was checked three months earlier and had estimated one year of remaining longevity. This patient was device dependent, did not report any symptoms and had the following programmed parameters: a threshold of 1.9v in the atrium and programmed at 4.0 at 0.4 and 1.4 v in the ventricle and programmed at 3.0v at 0.4..

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, estimated longevity remaining appeared to deplete more quickly than expected during routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated.

Manufacturer narrative:
The device was explanted and a return request was made for this product. This investigation will be updated should further information be provided.